Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was missing when the package was opened. The event was found prior to use, there is no patient involvement.

Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding this issue, closed as confirmed after analysis. We manufactured and distributed in the (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples and one opened that seems unused. The needle is detached from the thread in the open sample received but the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.72 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) reviewed the batch manufacturing record, there are no incidences related to this issue, and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. However, as there are previous confirmed complaints of this code-batch and the open sample received, we consider this complaint as confirmed. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, and that there are previous confirmed complaints for the same issue, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.